Event description:
Customer reported that 1 sample bar code ID label was misread by the analyzer. Misread event was isolated to one specific ID label in use. Bar code misread has the potential to cause concordance error.